Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was unable to charge the ipg. It was noted that the ipg would heat up at the pocket. The patient was recommended for an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action was taken at this time.

Event description:
A report was received that the patient was unable to charge the ipg. It was noted that the ipg would heat up at the pocket. The patient was recommended for an ipg replacement procedure.